Manufacturer narrative:
Original report (2183502-2016-00260) submitted to FDA via esg on 18 february (within the allowed 30 day deadline). One acknowledgement received from esg on 19 february but no subsequent acknowledgements. Request to esg sent; their advice was to re-submit report under new file number.

Event description:
User facility returned the device to smiths medical service department in (B)(4) for service. Upon examination, the technician at smiths medical service determined that there were visual indications of damage to the main board consistent with fire or smoke. The battery was also found heavily damaged in a similar way. No adverse effects reported associated with the issue.

Manufacturer narrative:
On review the information submitted on mrn 2183502-2016-00298 will have been submitted mrn 2183502-2016-00260. Please disregard all reports associated with mrn 2183502-2016-00298 as it is a duplicate of mrn 2183502-2016-00260. For all enquires or follow up questions related to the record, do not use (B)(4) , please direct those to the following: (B)(4).